Event description:
It was reported that the system 9800 produced poor image quality. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the x-ray tube installed was not a MFR approved tube and had been installed by the in house biomed dept. The tube was replaced with a MFR approved type along with the temperature sensor. The system was calibrated and image quality optimized. Overall image quality is within specification. Outer edge of image is marginal, but acceptable. It was suggested that the image intensifier be replaced. The suggestion was taken under advisement.